Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During the procedure, the finger pad fell off and then the release wire came out of its place while the surgeon was in the middle of inserting it. There was doubt about the attachment between the inserter and the implanted mesh. A small tear in the vaginal wall occurred. A different type of sling device was used to successfully complete the procedure.